Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive and became frozen on the "start sensor" screen. The customer's blood glucose level was 205 mg/dl. Reportedly, the pump was reset resolving the issue and the customer continued to use the pump for insulin therapy.